Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/ml, 1.5 - 0.063 mg/day) via an implantable pump for non-malignant pain. It was reported the patient was in the hospital for an issue unrelated to the device/therapy. The rep went over to assist in programming the patient to minimum rate on (B)(6) 2020. The rep was able to interrogate the pump "just fine". The patient came in for a refill today ((B)(6) 2020) and the healthcare professional (hcp) kept getting a "no device found" message. The clinic just read a different patient's pump with ease, so they did not believe it was a tablet/communicator issue. The rep was calling for considerations. No symptoms or patient complications reported. On 2020-aug-18, additional information was received from a healthcare provider reporting that the patient's pump had moved and slightly flipped. Therefore, it was harder to read/access the pump. Once the pump was found there were no issues and the problem resolved.